Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-05233 and 2134265-2018-04998. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During the procedure, the automatic pullback came to a stopped midway. The physician noticed an unknown error code. The image was displayed in the monitor but the motor drive unit 5 plus(mdu5+) unable to perform automatic pullback. The mdu5+ was replaced, but the issue was not resolved. No patient complications were reported.